Event description:
During trouble shooting, customer reported missing segment on active system (segment test confirmed same malfunction). No action or inaction was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.